Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions) partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is patient factors, including patient's poor coronary root. The device is not available for evaluation as it was discarded. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a 23mm 11500a was explanted at implant due to coronary obstruction. The explanted valve was replaced with a 23mm 11060a valved conduit. Per customer, the valve effaced the left coronary ostium causing EKG changes. An entire root replacement was necessary. Per medical records, the patient's native bicuspid aortic valve was excised and the annulus debrided. It was sized to a 23mm inspiris valve. The coronary was found to be of very poor quality. The inspiris valve was implanted and the patient was placed in head-down position. The EKG appeared quite wide and the surgical team was concerned that there was a coronary issue. The patient was re-arrested and the aorta was opened. The surgeon found that the valve was effacing the left coronary ostia. Since the root as of very poor quality, the surgeon elected to do a root replacement. A 23mm konect valved conduit was successfully implanted in the patient with no complication. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a was explanted at implant due to coronary obstruction.